Manufacturer narrative:
Evaluation anticipated, but not yet begun.

Event description:
During preparation of the heart lung system for a cardiopulmonary bypass procedure, the air bubble detector intermittently gave false alarms of the presence of air. There was no reported adverse consequence to the patient as a result of this event.